Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that while attempting to remove the guide through the catheter; it became frayed and stuck in the tip of the catheter. The catheter had to be removed with the guide. Another device was used without issue.

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened (B)(4) kit which contained several components including a guide wire assembly and 2-lumen catheter. The guide wire was kinked and showed evidence of use. Visual examination of the guide wire revealed the distal end was kinked in several locations. The distal j-bend had been distorted and did not retain its shape. The proximal end of the guide wire was undamaged. No damage of anomalies were observed on the catheter. Microscopic examination of the guide wire revealed many instances of offset coils on the kinks in the distal body. Both welds were full and spherical. No damage of anomalies were observed on the catheter. The guide wire was kinked between 430-457mm on the guide wire body. The guide wire outer diameter and overall length were measured and found to be within specification. The catheter body length was also measured and was within specification. A 0.018" lab inventory guide wire was able to pass through the catheter from the catheter tip through the distal extension line hub with minimal resistance. The damaged guide wire was also able to pass through the catheter from the catheter tip through the distal extension line hub with minimal resistance. (Con't). A manual tug test confirmed both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring wire guide about 2-3cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked with offset coils in several locations towards the distal end of the body. The guide wire met all relevant dimensional requirements and the returned catheter met all relevant dimensional and functional requirements. A DHR review was performed and did not identify any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that while attempting to remove the guide through the catheter; it became frayed and stuck in the tip of the catheter. The catheter had to be removed with the guide. Another device was used without issue.